Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump act keypad button is not responsive and only works if pressed on the side with part of his fingernail. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The pump self test passed but the customer could not complete troubleshooting and was told to call back. No further information was provided.